Event description:
Patient cardiac arrest. During the code, staff needed to obtain vascular access and io gun did not work. Care was delayed because staff had to run to another department to obtain a working gun. Potential injury did not occur.